Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of 'screen flickers'. The screen display worked as intended. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump display flickered. The patient¿s infusion had completed (solution not reported), and the machine switched over to keep vein open (kvo) drip. The pump displayed a sensor failure low, and the screen began to flicker. This was observed after delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.